Manufacturer narrative:
The actual device was received for evaluation. Visual inspection of the actual sample showed the support plate is broken. A pressure test was performed and a leak at the access line/filter was observed. The line near the connector was cut. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the access (red) line of one (1) unit of prismaflex m100 during priming. There was no patient involvement. No additional information is available.